Event description:
It was reported that pump experienced malfunction with code 12 and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.